Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome¿ xl was used in the common bile duct (cbd) during a stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while the elevator of the duodenoscope was in the neutral position, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a second ultratome¿ xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned device has the distal pierced hole blackened and torn; this last condition displaced the cutting wire. Also, the working length of the returned product was found to be kinked in the proximal section. No other issue was noted. The complaint was consistent with the reported event of incorrect orientation which could have been affected by the distal pierced hole torn and kinked working length. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for this complaint is "operational context¿ since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an ultratome¿ xl was used in the common bile duct (cbd) during a stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while the elevator of the duodenoscope was in the neutral position, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a second ultratome¿ xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.